Event description:
Customer reported the flow of oxygen from the anesthesia machine appeared to decrease with the use of the vaporizer. There was no reported pt injury. The vaporizer was returned for investigation. Upon examination, it was noted that the nuts holding the actuator pins were missing. The assembly procedures were reviewed and found to be adequate. This is the only MDR involving a tec 5 wherein the cause was due to missing actuator pin nuts within the last 3 yrs and is considered an isolated occurrence. Additionally, according to ohmeda's records, this unit has not been serviced since 1993. Ohmeda recommends tec 5 vaporizers be returned every 3 yrs for routine maintenance and calibration as stated in the tec 5 operation and maintenance manual.